Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. Abbott, manufacturer of the guidewire used in this procedure, filed a report with the FDA. (B)(4).

Event description:
The jetstream g3 was advanced to treat a 2 cm lesion located in the proximal popliteal. After a run time of 2 mins 17 seconds, while the device was being removed using retraction mode, it became stuck on the guidewire. While attempting to remove it off of the guidewire, the guidewire spun with the device and the tip of the guidewire broke off in the pt. The physician used a snare and retrieved the guidewire.